Event description:
Caller states that he tested his blood glucose at 500mg/dl on his device and took 15 units of insulin as a result. He states approx. 4 hours later he tested at 166mg/dl, at lunch, and took an additional qo units insulin. He reports feeling dizzy and going to the hospital approx. 30 minutes later and testing at 625mg/dl on the hospital device. He states he was given 20 units of insulin and drank lots of water. He reports being released the same day. No quality controls were used. Requested return of suspect deivce and replacement was aent.